Event description:
The customer reported via phone call that the insulin pump alarmed the motor arm cannot communicate with the main arm and the critical block and inverse critical block did not add to zero. The patient¿s blood glucose level was 10 mmol/l at the time of the incident. Issue was not resolved by troubleshooting. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is not expected to be returned for analysis.